Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged due to patient's twiddling the lead. It was reported that after patient's fall, a capsule was popped around the device which made it bothersome to the patient and started to twiddle. The physician then added some slack back to the lead. This ra lead remains in service. No additional adverse patient effects were reported.